Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was between 54-500 mg/dl.